Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 8/10/2021 that a sign fin nail implanted to repair a fracture was replaced due to a non-union. The fin nail was replaced with a 10mm x 380mm standard im nail per the sign technique manual. Surgeon comment: "the current surgery is a revision surgery following non-union fracture of previous surgery 1 year ago. Patient had constant pain at the fracture site despite his ability to put full weight on affected limb. The purpose of current surgery was to debride, put bone graft and compress fracture site with nail."